Event description:
Customer reported that erroneous electrolyte results for 3 pts were generated by the unicel dxc 600 synchron sys. The results were not reported out of the lab. The samples were retested and yielded results within clinical expectations. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field svc engineer (fse) visited the facility and examined the sys. The fse replaced the flow cell and several other parts. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between 1/1/2008 and 10/23/2010 for add'l reportable events.